Manufacturer narrative:
Investigation summary: complaint reports contamination associated with slideprep (catalog number 491346) serial number (B)(6). Complaint alleges instrument staining issues, slide to slide contamination. Service checked the spring tension and checked the sts (slide tray support) and dasr (deck accessories support rack) levels, no adjustments needed. Service adjusted the z-max height of the quad arm, then performed a water run without any issues or errors; instrument was turned back over to the customer for normal use. This complaint is a confirmed failure of the instrument, and the root cause can be attributed to quad height alignment. Review of device history record is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported while testing with bd totalys slideprep, cross contamination of patient samples and yeast were noted when reviewing the slides. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd totalys slideprep, cross contamination of patient samples and yeast were noted when reviewing the slides. There were no health impact or consequences reported.